Event description:
It was reported by the patient that when the patient is in a vehicle, after a period of time, the patient feels a "drawing" or "pulling sensation" in the chest and becomes weak. Follow-up with the device clinic revealed that the patient had been seen subsequent to the report and the device programming for the rate response feature was adjusted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).